Event description:
It was reported that pump experienced malfunction alarm with code malf 0 and no notable events occurred before issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully performed reset with assistance, and malfunction did not recur, so customer was advised to continue using pump and to call back if problem returned.